Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the femoral artery. After a 4x60mm armada 18 balloon dilatation catheter (bdc) was preprepared with no noted issues, the device was advanced into the anatomy and attempted to be inflated. However, during the first inflation the balloon was noted to rupture. Therefore, the bdc was replaced with another armada 18 bdc and the procedure was continued. There were no adverse patient effects nor clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported balloon rupture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the femoral artery. The 4x60mm armada 18 balloon dilatation catheter (bdc) was pre-prepared with no noted issues. The device was advanced into the anatomy and attempted to be inflated; however, during the first inflation, the balloon was noted to rupture at 8atm. The bdc was replaced with another armada 18 bdc and the procedure was continued. There were no adverse patient effects nor clinically significant delay in procedure. No additional information was provided.